Manufacturer narrative:
Device evaluation: follow-up report submitted to document the device evaluation.

Event description:
Per the customer, the instrument was moving on the device screen while not being moved by the surgeon. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention was reported.

Event description:
Per the customer, the instrument was moving on the device screen while not being moved by the surgeon. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention was reported.